Event description:
It was reported that this pacemaker recorded noise over sensing on atrial and ventricular electrograms. As the patient was entirely sensed, pacing inhibition was observed. The pacemaker also recorded some short atrial tachy response episodes due to the noise over sensing. An electromagnetic interference origin was suspected due to noise present on both channels. Impedance and sensing on both leads was within normal limits. At this time the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.